Event description:
On (B) (6) 2009, the patient called for assistance with removing an air bubble from her insulin cartridge. While she was attempting to remove the bubble, she entered into the change cartridge menu, and "please remove cartridge" was flashing on the screen. She was assisted with backing out of the procedure by pressing the menu and up buttons. She stated that she does allow insulin to reach room temperature prior to use. The patient stated she would remove the bubble on her own and declined further assistance. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
Method/results: no product will be returned for evaluation.